Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Thread function test was conducted on 7pcs retention samples. No failure was found. H3 other text : see h10.

Event description:
It was reported that the bd micro-fine¿+ pen needle the pen needle would not detach could not be separated from the insulin pen, leading the nurse to gets a needle stick. The following information was provided by the initial reporter, translated from chinese: at 17:00 on february 6, 2023, after the nurse injected insulin into the patient, the needle cap of the insulin pen was returned to the cover. When the insulin needle and the needle cap were unscrewed, the needle still could not be separated from the insulin pen, leading the nurse gets needle stick. The nurse performed medical interventions.

Event description:
It was reported that the bd micro-fine¿+ pen needle the pen needle would not detach could not be separated from the insulin pen, leading the nurse to gets a needle stick. The following information was provided by the initial reporter, translated from chinese: at 17:00 on (B)(6) 2023, after the nurse injected insulin into the patient, the needle cap of the insulin pen was returned to the cover. When the insulin needle and the needle cap were unscrewed, the needle still could not be separated from the insulin pen, leading the nurse gets needle stick. The nurse performed medical interventions.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.